Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor error message during warm up occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a replace sensor error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.